Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer and to update the following sections: g3, g6, h2, h4, h6 and h10. The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The e433 error is a known issue and is triggered by the safety system of the esg-400 and results in a restart of the generator. If the cause of the error remains, there may be an unlimited number of periodic restarts. Possible causes are: - the user activates the foot switch while the generator is booting (temporary error caused by user action). - faulty foot switch (temporary error). - faulty foot switch (temporary error, faulty reed contact). - defective cable connection between hvps board and generator board (temporary or permanent error). - defective hvps board (permanent error). - defective generator board (permanent error). A deeper investigation of generator boards with error e433 found a destroyed transformer to be the cause. An improved generator board was introduced into production in mid-july 2020. Insufficient power output can have several causes. On the part of the user, this is usually mentioned in connection with an allegedly insufficient efficiency result. However, in this case, other factors that are not rooted in the generator (conductivity of the tissue, instrument used, type of application) also play a role. An incorrect power output can only be determined by appropriate power measurements according to the service manual. In such a case, a recalibration can help. If the result does not improve despite calibration, it is likely that the generator board or the hvps board is defective. As stated on the IFU (instruction for use) and as a preventive measure, the user manual indicates the customer is required to check the function of all devices used prior to a procedure. Additionally, according to the IFU, a suitable replacement device must be provided during an application. The legal manufacturer will continue to monitor complaints for this device.

Manufacturer narrative:
The subject device was returned to the service center. During testing, service was unable to duplicate the reported e433 error but confirmed the error e433 was recorded in the fault log and found "bipolar fine coag" output is lower than the limit. The output ranges are within standard specifications but are at the lower end of the acceptible range which is potentially attributed to a defective generator board. Additionally, there are scratches, wear and tear on screen film of the front display, discolored front frame of the front panel and minor deformation to the back corners of the top cover. The device is pending repair. A review of the repair history indicates no previous repair records. Device was purchased on (B)(6) 2015.the investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The high frequency electro-surgical generator reportedly was found to have an "error e433, after a case and before the next case". There was no patient involvement. During troubleshoot via telephone, the footswitch was disconnected and the generator was restarted but it did not resolve the reported e433 error. The generator was returned for service.